Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported by a manufacturer service technician that the system 7 single trigger rotary allegedly ran on its own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported by a manufacturer service technician that the system 7 single trigger rotary allegedly ran on its own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported run on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the ebox was in need of replacement, which can cause the reported event.